Event description:
It was reported that during routine follow up, post-paced t-wave oversensing was observed. Patient was asymptomatic. Programming changes were made to resolve the issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.